Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Physician reports a patient post right total hip done on (B)(6) 2017 was home when she heard a crack from her hip. Upon a CT it was noted that she had an acetabular fracture. She subsequently heard a second crack which x-ray revealed a periprosthetic femur fracture. Physician decided to revise the hip using screws in the acetabular cup and a restoration modular hip stem and cable for the femoral prosthesis. The cup was removed and replace with a cluster cup and screws. The femoral component was removed and a restoration modular hip stem was implanted per surgical protocol. Cables were applied and a trial reduction performed. Satisfied the final implants were impacted. The surgery was performed without incidence.